Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm, failed battery test alarm or unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked battery tube threads. (B)(4).